Event description:
It was reported that the guidewire fractured. A 330cm rotawire and rotalink plus was selected for use. Irrigation was done, and the wire clip attached. During rotablator setup outside the patient's body, it was noted that the rotawire snapped when rpm was set up. The wire snapped near the burr. The burr was not moving on the wire at high speed during set up. The procedure was completed with another of the same device. No patient complications were reported and the case was successfully completed.